Event description:
Rn programmed IV baxter pump correctly for amiodarone to be given at rate per hour. Rn noticed several hours later that medication bag still looked more than half full when it should have been close to needed to be changed. Checked program and there was no programing errors. Midas # 22-8345. FDA safety report ID# (B)(4).